Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and heartmate 3 lvas could not be conclusively established through this evaluation. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient experienced a brief run of ventricular tachycardia and was self-limited. On (B)(6) 2017 the patient experienced episodes of nonsustained ventricular tachycardia, no shock, started on an amiodarone drip. Episodes of supraventricular tachycardia on (B)(6) 2017. Telemetry showed nonsustained ventricular tachycardia, atrial fibrillation and paced. The patient was placed on amiodarone 200 mg daily for ventricular tachycardia on (B)(6) 2017. No further information was provided.